Event description:
Iab was inserted into the pt on 7/10/97 at 2:00 p.m. And removed on 7/11/97 at 10:00 p.m. The dr had difficulty removing the iab so the iab was surgically removed. The contact stated that there was no indication that the iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: the iab was surgically removed-) reported 10/17/97. (Pt's current status: discharged-rpt'd 10/17/97)